Event description:
It was reported the patient experienced inadequate pain relief. The physician assessed the presence of high impedance readings on the lead. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the lead was replaced.

Manufacturer narrative:
Microscopic and x-ray analysis of the returned lead revealed multiple cables were completely broken 2 cm from the set screw mark of the clik x anchor at the bent/kinked location of the lead. There were no exposed cables at the fracture location. The lead gets kinked after it exits the clik x anchor; however, it appears the lead was exposed to excessive mechanical force or movement causing the cables to fracture.

Manufacturer narrative:
Exact date unknown, event occurred approximately a few weeks from (B)(6) 2022.

Event description:
It was reported the patient experienced inadequate pain relief. The physician assessed the presence of high impedance readings on the lead. Attempts to reprogram the device were unsuccessful. The patient underwent a revision procedure where the lead was replaced.